Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the physician experienced difficulty inserting the device and catheter past the valve and into the patient's ventricle. The device was eventually deployed past the valve and into the lower septum, however optimal impedance values and capture could not be achieved. It was then observed that the patient began having breathing issues, and an ultrasound revealed a perforation and pericardial effusion. A pericardiocentesis was necessary and cardiac massage performed, but the patient went into cardiac arrest. The patient was then resuscitated and received a sternotomy so that cardiac surgery could be performed to repair several perforations and breakages in the ventricular wall. The surgeon repaired breakages in the wall and the patient recovered. The ipg remains in use. No further patient complications have been reported as a result of this event.